Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted in the supplemental report.

Event description:
It was reported that "insert wore out posteriorilly, dr. Thought might have had too much rotation of the tibial baseplate."